Event description:
I had a spinal cord stimulator implant and that malfunctioned then they implanted a pain pump, intrathecal catheter that was ultimately removed as well. Cause more issues than helped. I have pain in my back bc of these surgeries, it's been a nightmare. Reference report mw5116241.